Event description:
The customer reported that during a laparoscopy procedure, the device jaws could not be re-opened while applied to tissue. The surgeon manually opened the jaws with no tissue damage or injury. The surgeon opened another instrument and successfully completed the procedure. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.